Manufacturer narrative:
Implanted date: device was not implanted: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Product structure/cause of stent shrinkage: by rolling back the thumb wheel, the traction wires connected to the sliding part are spooled and the sliding part is pulled in the proximal direction, when the stent starts to get self-expanded. If the stent is deployed in the state where the sliding part is trapped, and if the trapping force exceeds the force to pull the sliding part in the proximal direction, the non-sliding part starts to move forward and accordingly, the inner shaft and the stent start to move forward. Due to this, the stent is subjected to a compressive force during deployment and starts to become shrunk. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. When the actual sample was inserted into the vessel, its sliding part was trapped with a hard object, including a calcified segment of the lesion. In this state, the stent was deployed. As a result, the inner shaft and the stent started to move forward and the deployed stent was subjected to a compressive force, resulting in its shrinkage. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4). Is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved r2p misago was used during the procedure; and the doctor stated that it foreshortened. He had to use a second misago stent to complete the case. The procedure was completed. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6). 2020, the procedure taking place at the time was a revascularization of lower extremity. The procedure was completed successfully with the second stent.